Event description:
It was reported that during the implant procedure, the guidewire could not pass through the lead. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.